Event description:
(Pediatrics & emergency department) multiple failures: teflon rupture, diffuculty inserting into the skin, no reflux, teflon breaks. Unknown product code and unknown lot number. No additional information provided.